Event description:
The customer contact reported that during preventative maintenance at the user facility, the device alarmed with an s233 (over temperature-psc) malfunction alarm code and the fan was making an abnormal sound. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.